Manufacturer narrative:
This report is submitted on february 7, 2020.

Event description:
Per the clinic, the device was explanted on (B)(6) 2019 because of an initial incorrect electrode placement (ossification in her cochlea). The patient was reimplanted with a new device during the same surgery.